Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was decreasing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead caused three perforations during the implant procedure placement. It was noted that the patient's heart had a very thin myocardial tissue. The lead was implanted for five days. It was also reported that the rv lead dislodged and exhibited unstable thresholds, no capture, and high pacing impedance. The lead was explanted and replaced with a passive lead at the apical position. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.